Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance. 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2011 02:15:03 and (B)(4) 2012 02:15:02. Weekly pace lead impedance trend data show various spike increases for max rv pace = 568 to 3632 ohms peak between (B)(4) 2011 and (B)(4) 2012.

Event description:
It was reported the ventricular lead impedance had spiked and was high. The patient alert had tripped and a fracture is suspected. It was further reported that the patient is a dialysis patient. It was also reported that there was high impedance and a lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the ventricular lead impedance had spiked and was high. The patient alert had tripped and a fracture is suspected. Currently the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.